Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following significant weight loss patient experienced pain at ipg site regardless of stimulation being on or off. Surgical intervention may be undertaken to address this issue.